Event description:
Related manufacturer report number: 1627487-2022-03258. It was reported that during patient's trial lead pull a lead snapped in half and a fragment of the lead is inside the patient's body. Patient is to follow up with their physician for the next course of action.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.